Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test and prime test. Insulin pump primed properly noted. All buttons functioning properly no damage on the keypad assembly. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump has unresponsive keypad. The customer stated that they are unable to complete the fill cannula step due to the unresponsive keys. The customer's blood glucose was 117 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.